Event description:
During patient care hamilton ventilator began to alarm "low oxygen". O2 source was checked and confirmed on portable o2 tank. Ventilator was then placed on the onboard aircraft oxygen system, low o2 alarms continued. Additional portable tank attempted and low o2 alarms persisted. During flight "failed o2 source" alarm. Patient began to desaturate during flight - this was after 10 mins of continuous alarms and troubleshooting. Patient was removed from vent and bagged with bvm on 15lpm. Vent was checked - all connections, hoses, o2 sources verified - oxygen tank full. Onboard oxygen was running- unable to resolve the issue. Additional info provided: 1.aircraft o2 interface/regulator model: essex medical systems plus 2. Hose type, and information on whether a quick-connect was used: high pressure o2 line (medical oxygen respironics reorder # (B)(4)) and there was no quick-connect system used.